Event description:
Related manufacturer reference number: 3006705815-2022-16473, 3006705815-2022-16471. It was reported during a procedure to address lead high impedance on (B)(6) 2022, impedances were checked with the ipg and high impedance was noted. In turn, surgical intervention was undertaken wherein the system was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Date of event is estimated.